Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated date. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that unspecified vessel puncture closure was attempted using a starclose se device. Reportedly, the starclose se device was faulty. The method used to achieve hemostasis was not reported. It is unknown if the physician is trained in the use of the starclose se device. No additional information was provided.